Event description:
It was reported that a user resumed therapy on a replacement ilet with clinician guidance and experienced a brief low blood glucose to 62 mg/dl by report (patient-reported nadir 52 mg/dl) followed by hyperglycemia up to 314 mg/dl after treating with chips and salsa and not announcing that meal. A missed meal announcement and first-day device learning were discussed as contributing factors. Symptoms included hypoglycemia and hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of user-provided information and device data, and review of use steps and procedures. Investigation of this case revealed no device problem found and identified a usage problem related to failure to follow instructions for meal announcement, rather than a device malfunction or component issue. It was concluded, based on previously established findings for similar reports, that the cause was improper or incorrect use of the system¿s meal announcement procedure and user interface.